Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "during use, the elevator wire broke and pierced the side of the scope. When the scope was being removed by the healthcare professional, the broken wire caused an oesophageal laceration on the patient. The patient required a longer stay in hospital." The patient required an additional 3 day stay in the hospital, did not require any additional treatment, and is currently fine. The device involved in this event, pentax model eg-3870utk/serial (B)(4) was returned to the manufacturer for evaluation after the event occurred. The manufacturers investigation results included the following findings: according to the product history, the wire was replaced on (B)(6) 2013 by the normal maintenance. It was found that the distal wire end of the elevator was broken and appears to be sheared off. There is no corrosion on the wire. However damages are observed around the elevator related to wear, scratches and cracking. A scanning electron microscopy investigation was conducted of the wires. Out of the 7 wires: wire 1: two striations were observed from different directions toward the center of the wire, from which it is assumed that this wire 1 had tension and release applied repeatedly, until the wire was worn out and finally broken. Wire 2: fatigue striations were observed on the upper part of the cross wire section. Striations revealed that wire 2 had repeated torsion load applied, leading to material fatigue and finally breakage. Wire 7: cross section shows a very sharp edge and appeared sheared off. Wire 7 had migrated to wire 2, resulting in excessive load until finally breaking. In addition, the manufacturer concluded that no discrepancies were noted on the manufacturing records.

Manufacturer narrative:
(B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Then manufacture stated that manufacturing records and repair records do not show any discrepancy. With approximately 1,360 scopes sold worldwide, they have not had a similar issue reported and have defined this an isolated case. On 03/08/2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.